Manufacturer narrative:
Date of event was approximated.

Event description:
It was reported that the burr was lodged in the vessel. A rotablator was selected for use. Deceleration was noted with the console after platforming speed was set. During the procedure, it was noted that the burr stalled and was lodged in the vessel. The burr was removed intra procedurally. No patient complications were reported.